Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) was unable to read the implantable neurostimulator (ins) as it was discharged. The patient was trained and able to demonstrate effective recharging; the patient had charged effectively in the past. The patient was in continuous mode. The event case was a bad recharger, it needed to be replaced. It was not device related. As far as the rep knew, the patient was able to recharge normally with the new recharger at the time of the report. They used the new recharger out of the box and were able to charge normally. They got 8 out of 8 coupling. The patient did not experience a device flip during this visit. It was unknown what the cause of the device flip was. As far as the rep knew, the patient was receiving effective therapy. The rep only came to the appointment to bring a new charger to troubleshoot the battery. The rep was unaware of a battery flip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been having recharging issues for the past 2 months prior to the report. It was reported that the device flipped between and the healthcare provider (hcp) had to flip it back. It was reported that the pocket was never revised. The manufacturer representative did not know the timeframe when the device was flipped. The implantable neurostimulator (ins) was easily palpable, slightly loose, and could feel the header at the top and that it was normal/typical how the hcp did their implants. An antenna locate was performed and showed a range of 88-108. They interrogated with the clinician programmer and it displayed discharge and charged now message. The implantable neurostimulator recharger (insr) was showing the poor communication screen. The patient did not have their patient programmer with them at the time of the report. The patient was not getting good coupling and insisted on a recharger. After trying a different recharger, the patient was able to get 8 coupling bars. No indication of patient harm. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.